Event description:
It was reported that when the patient initially had their implantable neurostimulator(ins) replaced, they were told that they would need a new system as the components were breaking down. Post surgery, the patient experienced telemetry issues between their patient programmer and their ins. The patient had issues turning their ins on/off. The patient indicated that they were 'zapped to the degree that their leg flew up in the air and it was very painful.' They had replaced the batteries of their programmer but that did not remedy the issue. Additional information had been requested, but was not available as of the date of this report.

Event description:
The patient felt his telemetry has changed since late summer. He cannot use his patient programmer at a distance from the ins as he previously did. This has led the patient to believe there was an internal issue. He has experienced a feeling of on/off sensation since 2007. The old leads were left in place which may have caused the feeling.

Manufacturer narrative:
Lead model 3998, lot# l83290, implanted: (B)(4)-2000, explanted: na, extension model 7495-51, serial# (B)(4), implanted: (B)(6)-2000, explanted: na, extension model 7495-51, serial# (B)(4), implanted: (B)(6)-2000, explanted: na, programmer model 7435, serial# (B)(4).